Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 x 2 implantable pacing lead, implanted: (B)(6) 2011; 3830 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was pacing below the lower rate that was set. The patient reported symptoms of dizziness and feeling faint. Re-programming of the lower rate was completed and the device remains in use. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.